Manufacturer narrative:
(B)(4). Eval, results: migration, endoleak, rupture. Results and conclusion: disease progression with aortic neck dilatation.

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 98 months ago. Aneurysm and vessel morphology from the time of implant are unk. At the time of the recent event, the abdominal aortic aneurysm size was unk; neck was 32-33 mm in diameter with 45 degree angulation. It was reported that the pt presented emergently with a proximal type I endoleak and a ruptured aaa. The graft had migrated distally about 2 cm. The migration was attributed to disease progression with aortic neck dilatation to 32-33 mm in diameter, and aortic neck angulation. A 36 mm talent converter was placed successfully, followed by a fem-fem bypass without issues. No additional clinical sequelae reported, and the pt is fine.